Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited several stored events three days post operative. The patient showed no symptoms and the lead measurements were excellent. Technical services (ts) reviewed the strips and stated the morphology looked like air bubbles, however air bubbles are not likely more than 1 day past implant. It was noted that the patient had a hematoma post-operatively. Ts concluded that the hematoma situation may have contributed to the oversensing episodes due to added fluid and pressure. There were no adverse patient effects.

Manufacturer narrative:
Ts recommended decreasing the sensitivity. They will continue to monitor the patient. If further information becomes available this report will be updated.